Event description:
It was reported that a patient presented with back-up vvi mode due to a magnetic resonance imaging scan. Back-up defibrillation was not active. Corrective changes were made to restore the device function. The patient was stable throughout.

Manufacturer narrative:
Correction: d6a: implant date should be (B)(6) 2017